Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt, the physician had difficulty deploying the helix on the right atrial (ra) lead. The helix required many rotations to deploy, then popped out and was not fixed. The ra lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.